Event description:
Info received indicates a high ground resistance reading was found during a bed safety check, due to a loose ground on the a/c power cord plug.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.